Event description:
It was reported that the insulin pump went into threshold suspend mode, which was triggered by an inaccurate sensor glucose reading. The blood glucose reading was approximately 145 mg/dl, compared with the low sensor glucose reading of below 70 mg/dl. The customer stated that this issue occurred every 6 weeks. She noted that on the next day, the device worked fine. She declined troubleshooting, advising that if the issue persisted she would call back to troubleshoot. Advised to monitor the continuous glucose monitoring system. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-48432.